Manufacturer narrative:
The site did not return any device therefore no device eval was performed. A review of the device history records found no issues. If additional info pertinent to this event is obtained, a f/u report will be submitted. (B)(4).

Event description:
It was reported that a pt with 7 cm of non-dysplastic barrett's esophagus with a history of prior dilation of the esophagus underwent a circumferential ablation of the entire segment. The procedure progressed normally without significant bleeding or other abnormalities. Two days post procedure, the pt complained of dysphagia. A barium swallow revealed a "ratty" appearance of the esophagus with a focal 70% narrowing. The treating physician decided to wait six weeks before performing a f/u endoscopy. The f/u endoscopy on (B)(6) 2013 revealed a web at the gastroesophageal junction with stenosis, preventing passage of the scope. The treating physician dilated the pt's esophagus to 13 mm. No further info was provided.